Manufacturer narrative:
The device received with an energizer alkaline battery installed. The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating, basic occlusion, occlusion, force sensor, displacement and the dat test at 0.08720 inches. The device had scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. The formatted history file lists data from (B)(6) 2018 to (B)(6) 2018.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was unknown and under investigation by the coroner. The caller stated that the customer was found unresponsive and dead by their ex spouse. The customers blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis.